Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the power switch was damaged due to the amount of operating force applied to the power switch and the product was manufactured before the design change of the power switch. Devices included within the design change beginning on november 18th, 2013. The subject device of this report was manufactured prior to that (see h4). Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The power switch was determined to be a previous version and replacement of the power switch was deemed necessary in order to resolve the issue. The investigation is ongoing, and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the on/off button was stuck and the unit could not be powered off using the button; to power off the unit, it was necessary to disconnect the power cord from the outlet. There was no patient injury, associated with the problem, reported to olympus.